Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had problem with a dialysis catheter. Customer reports that a pt with palindrome catheter had cracking of the venous hubs. Catheter had to be replaced.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.